Manufacturer narrative:
The investigation determined that lower than expected vitros phenytoin (phyt) results were obtained from a single non-vitros biorad quality control tested on a vitros 5600 integrated system. The assignable cause of the event was unable to be determined. A performance issue with the vitros 5600 integrated system did not likely contribute to the event as diagnostic within-run precision testing was acceptable, indicating the vitros 5600 integrated system was performing as intended. Vitros phyt slide lot 2623-0183-6195 cannot be ruled out as contributing to the event as historic quality control results indicated within-lab imprecision occurred prior to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros phyt slide lot 2623-0183-6195.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros phenytoin (phyt) results were obtained from a single non-vitros biorad quality control tested on a vitros 5600 integrated system. Biorad level 3 lot 85310 vitros phyt results of 12.7 and 17.92 ug/ml versus the expected result of 22.7 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were obtained from non-patient quality control fluids. There was no allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).